Event description:
It was reported electrode 4 had impedance greater than 10,000 ohms intermittently. There were no signs or symptoms reported. The etiology was noted as the lead and was unlikely to be related to the implant procedure. No action was taken and the event was considered ongoing with no further action needed. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3888q45, lot# va07lh4, implanted: (B)(6) 2014, product type: lead. Product ID: 3888q45, lot# va07lh4, implanted: (B)(6) 2014, product type: lead. Product ID: 37744q, serial# (B)(4), product type: programmer, patient. Product ID: 3888q33, lot# va07lh8, implanted: (B)(6) 2014, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3888q33, lot# va07lhqv01, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
Upon return of the lead lot number va07lh4 analysis found that the lead proximal end conductor had a short between circuits under dry conditions. The short was between the number 8 and number 9 circuits located underneath the number 8 connector weld spot. Upon return of the lead lot number va07lh4 analysis found that conductor number 12 was broken 1.6 cm from the proximal end. Analysis found that conductor number 15 was broken 6.9 cm from the distal end. Upon return of the implantable neurostimulator (ins) analysis found that the ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge after telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2015 and the battery was charged to 3.890 volts. On (B)(6) 2015 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. Upon return of lead lot number unknown analysis found that the lead distal end conductor was broken. All conductors are broken 6.9 cm from the distal end. #5, #6, and #7 conductors are broken 5.0 cm from the distal end.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.